Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was provided that this patient received two inappropriate shocks due to noise and oversensing. It was believed that this lead was broken. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion and deformed conductor coils along with torn insulation from a grabbing tool. The insulation abrasion damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the associated device case. The reported noise and oversensing is likely the result of the lead damage observed by the laboratory.

Event description:
It was previously reported that the pace/sense portion of this lead was capped and later the entire lead was explanted. This is a df4 lead and had only one terminal leg which would make it impossible for the pace/sense portion to be capped.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise, oversensing and decreased sensing. There has been no change in the pacing thresholds or impedances. It was alleged that this lead was fractured and had insulation damage. No adverse patient effects were reported. It was reported that this lead remains implanted however, the pace/sense was surgically capped.